Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked which resulted in a fluid leak. This event occurred during used of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.